Manufacturer narrative:
Product ID 74002, lot# n257816, implanted: 2013 (B)(6); product type adapter product ID 3708160, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3986a, lot# n063418, implanted: 2006 (B)(6); product type lead product ID 748966, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3986a, lot# n0050250, implanted: 2006 (B)(6); product type lead product ID 748966, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had shifted in the pocket. It was also reported that there was some fat atrophy the ins pocket site that was caused the patient discomfort and pain at the right side when they would charge or lean against the device. The ins was then moved to from the patient¿s back to their abdomen. Follow up information reported that the patient was doing well with no interruption of the therapy and had no further discomfort. If additional information is received, a follow-up report will be sent.